Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incoming inspection member found debris in the packages.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified debris within the sealed sterile cavities. Device history record was reviewed and no discrepancies were found.. The root cause of the reported event is the operator not following instructions during the manufacturing process. The likely condition of this product when it left zimmer biomet was non-conforming. This product falls within the scope of a corrective action which is reviewing debris and hair in packaging coobs at bridgend, UK site. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.